Event description:
Boston scientific received information that four days post implant of this pacemaker, high rate pacing in the 125 to 130 beats per minute (bpm) range was observed. Boston scientific technical services (ts) discussed programming options. Programming changes were made to resolve. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.